Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted on (B)(6) 2018. The patient stated she woke up due to her dog throwing up at 3:30am and immediately began feeling weak, sweating, and experiencing a ringing in her ears. She ran to the kitchen to try and intake glucose, where she became too weak, fell, and lost consciousness while attempting to call 911. She woke up at 3:45 am at which point her cgm began to display dropping values. During the reported hypoglycemic event, the patient stated that the system was displaying 208 mg/dl. No fingerstick value was reported. The patient stated that later on (B)(6) 2018, after the adverse event, she called her physician who recommended that they take a fingerstick value to check the accuracy of the system, at which point the cgm displayed 218 mg/dl and the patient¿s bg was at 318 mg/dl. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. No additional event or patient information is available.